Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome did not appear to grip/engage skin when used, just sheared leg in patches. It was assembled correctly; both the scrub nurse and vascular consultant checked and re-checked the blade and hand piece. During surgery; the first graft appeared to work okay, but the 2nd and subsequent grafts taken were patchy and not suitable. The blade was changed but this did not improve the outcome. Was not a brand new device; unsure if recently serviced/repaired. There was no additional consequences reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor, bearings, o-ring, reciprocating arm, and width plate screws needed replacement and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.